Event description:
This report was received from (B)(6) and is a spontaneous report by a consumer with supplemental information by a nurse from (B)(6) of catheter came apart (coded as peritoneal dialysis complication) and peritonitis in a female patient (B)(6) coincident with dianeal pd4 ambuflex therapy. On (B)(6) 2010, the patient began treatment with dianeal pd4 ambuflex (dose, frequency and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer service, the patient stated that on an unreported date in 2011, the catheter came apart and she did not know that it was broken. On (B)(6) 2011, the patient experienced peritonitis that did not result in hospitalization. The cause of the peritonitis was the catheter came apart. Treatment was not reported. On an unreported date, the patient recovered from the peritonitis. The outcome of the catheter came apart was not reported. Dianeal pd4 ambuflex therapy was ongoing. The nurse stated that the peritonitis was unrelated to dianeal therapy. An opinion of causality was not provided for the catheter came apart. The nurse declined to provide further information. On (B)(6) 2011, product surveillance received a call back from peritoneal dialysis nurse. She stated that this had nothing to do with baxter products causing the peritonitis. The patient catheter and transfer set disconnected and the patient reconnected without notifying the facility until a few days later. On (B)(6) 2011, product surveillance contacted home patient in regards to the connection issue. Patient stated that the transfer set had disconnected from the metal adapter and she reconnected. She stated that she had abdominal pain a few days later and found out she had peritonitis. No further information was given at this time.

Manufacturer narrative:
(B)(4). The root cause of this complaint has not been determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample was not available. The 510k number will not be provided as the product code and lot number are unknown at this time. Should additional information become available, a follow-up report will be submitted. The cause of the reported condition of peritonitis is unknown. This is report 2 of 2 involved in this peritonitis event